Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the air in line alarms. The device passed all occlusion testing and was detecting air in line properly. Sensor readings were within specification. It cannot be said if the air in line alarms in the history log were real or false. The upstream sensor was replaced to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump displayed multiple air in line messages. There was no pt involvement.